Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the phacoemulsification handpiece was not working during the step of making grooves. The handpiece was switched out to complete the case. There was no patient harm. The customer indicates the handpiece passed priming during setup.

Manufacturer narrative:
The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).